Event description:
It was reported that customer experienced damaged rack push rod and missing piston bellows on pump, with no blood glucose information provided. There was no reported impact to the customer¿s blood glucose level. Distributor connected pump and confirmed it started and was recognized by computer, successfully loaded cartridge, delivered 5-unit bolus while observing drips at cartridge tubing without any alerts or alarms, arranged for device to be returned for evaluation, and provided replacement pump to customer.